Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; g3; h2; h3; h6; h11. Visual examination of the returned product identified the tibia is fractured with a portion still assembled in the stem implant. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The tibia was submitted for further analysis. Analysis determined one half of the fracture surface showed damaged artifacts, and the other half showed machined lines, which is unusual, and the failure mode couldn't be determined. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision notes: gray colored fluid encountered & metal debris; femoral component not loose - retained; tibia plate removed noted to be fractured and removed easily; screw head broke off smoothly and was able to grasp the protruding (0.5mm) remnant and unscrew; cone is broken and worn by friction; took approximately half hour to remove stem from cemented shaft. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right knee arthroplasty exhibited progressive loosening and eventual disassembly of the modular tibial tray and tibial stem components with migration of the tibial tray component. X-rays demonstrate metal-on-metal corrosion of the tibial tray modular connector component at connection with the tibial stem component, metal synovitis adverse local tissue reaction (altr). Root cause was unable to be determined. Reported event was confirmed by review of provided medical records and evaluation of the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
D10: medical product: biomet finned pri stem 80x15mm: catalog#141320, lot#222960; unknown 16x79/83mm articular surface: catalog#ni, lot#887550. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a4; b4; b5; b7; d6a; d9; d10; g3; h2; h6; h11. D10: additional concomitant medical products: unknown femoral component size 75; unknown optipac cement; unknown bone filler the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Approximately three (3) years post-implantation, the patient underwent revision surgery as the connection between the tibial tray and tibial stem and screw fractured. During the revision surgery metallosis was noted due to the fractured and worn components. The femoral component was well fixed and remains implanted. Due diligence is complete and all available information has been provided.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery as the connection between the tibial tray and tibial stem fractured. Due diligence is in progress for this event; to date no additional information has been reported.

Manufacturer narrative:
(B)(4). D10: medical product: biomet finned pri stem 80x15mm: catalog#: 141320, lot#: 222960; unknown femoral component: catalog#: ni, lot#: ni; unknown articular surface: catalog#: ni, lot#: ni. G2: foreign: germany. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.